Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had migrated two to three inches near to the patient's armpit. The ipg remain in use. No patient complications have been reported as a result of this event.